Event description:
It was reported that during a device upgrade the lead was dislodged, however it was not detected until the next day post procedure follow up. The lead was explanted and replaced when lead repositioning was unsuccessful. The patient was in good condition post-procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.